Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was high impedance and symptom changes. The patient lost the ability to stand. The independent standing and voluntary movement was good when using those electrodes. The patient had a drop of voltage required for standing and voluntary movement. The concern was that they were getting out of range values on electrode 11 and 12 during impedance check, mostly at lower voltages, but there were still very high values on those two electrodes at the 2 higher voltages. Electrode 11 looked like it could be an open circuit. Electrode 12 was showing higher impedance with some measurements, but all of the other electrodes measured at levels that look more normal. All the measurements are very consistent; electrodes 9, 11 and 12 are all high impedance. They only go up to 10-20k because these leads have been implanted a while and there is likely some fluid ingress in the lead system. On (B)(6) 2016 the measurement between 10 and 14 was 218 ohms, which would be a short. The shorting wasn't seen in the previous days measurement, so it may be intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.